Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore, the condition cannot be confirmed or duplicated. A serial number was available and an internal data evaluation will be performed. Once the internal evaluation is complete, a follow up report will be submitted.

Event description:
Baxter corporate product surveillance contacted the registered nurse (rn) at the clients facility to follow-up on an unrelated issue. This writer was informed that the client experienced a diaphragmatic tear in (B)(6) 2011 and is currently on hemodialysis until the tear heals. There is no additional treatment that the client requires to heal the tear. The client will remain on hemodialysis for the next 8 weeks. The nurse was not sure of the exact date that the tear was diagnosed, however, she does know it was (B)(6) 2011 that the client was complaining of shortness of breath and that is when the tear was discovered. The facility rn stated the tear could possibly be causally related to the peritoneal dialysis (pd) therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. The problem was not confirmed. The assignable cause of the problem is undetermined. A service history review and device history review was performed for homechoice cycler serial number (B)(4) and revealed no issues that could have caused or contributed to the reported difficulty of patient symptom-other/diaphragmatic tear. If additional information becomes available, a follow up report will be submitted.